Event description:
It was reported that stent damage occurred. The 85% stenosed, diffuse target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation using high pressure, a 3.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed using a guidezilla guide extension catheter and a different stent brand. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus 3.50x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found mid stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, diffuse target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation using high pressure, a 3.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed using a guidezilla guide extension catheter and a different stent brand. No patient complications were reported and the patient status was stable.